Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with left inguinal hernia, thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac and the fat were ligated. A perfix plug was placed onto the defect using sutures.¿ (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿a direct hernia was identified near the ilioinguinal nerve, so nerve implantation procedure was performed. Then a synthetic mesh was placed over the defect using sutures.¿ (B)(6) 2014 - patient was diagnosed with left groin pain and abscess thereby underwent laparoscopic repair with partial removal of perfix plug. Per operative notes, ¿the nerve which causes the pain was tented. There was abscess identified with necrotic tissue and mesh reaction. The sutures of the mesh were very loose and the perfix plug was partially removed. Then incisional debridement of necrotic scar and fascia was performed.¿ (B)(6) 2016 - patient was diagnosed with left groin pain, thereby underwent open repair with partial removal of perfix plug. Per operative notes, ¿there were scar tissues and adhesions, which were freed up. A portion of the mesh was removed inorder to freed up the cord structures. The mesh remained in place and was scarred quite a bit.¿ (B)(6) 2016 - patient was diagnosed with infected mesh and abscess, thereby underwent open repair with partial removal of perfix plug. Per operative notes, ¿the previous scar was removed. There was an abscess cavity which was surrounded by granulation and the portion of perfix plug was removed.¿ (B)(6) 2019 - patient was diagnosed with bilateral groin pain, thereby underwent robotic repair with removal of perfix plug. Per operative notes, ¿there was very large prominent plugs and these were completely removed. The left side was plated with scar tissues.¿ attorney alleges that the patient had abscess, adhesions, fistulae, infection, nerve damage, pain and hernia recurrence. It is also alleged that the patient had sinus tract; mesh not totally incorporated; mesh was scarred in place and could not be completely removed; nerve block; multiple left groin exploration surgeries; necrotic abscess; portion of mesh removed to free the cord; sinus tract leading to mesh; abscess cavity with significant granulation; mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of perfix plug, patient was diagnosed with neuralgia, infection, abscess and scar tissue thereby underwent removal of mesh. The instructions-for-use supplied with the device list infection as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.